Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon ruptured after two days of placement. It was stated that jelly was used as a lubricant. The customer requested to investigate whether there were any missing piece or any deterioration of the balloon material. Per follow-up information received from ibc on 13jun2022, stated that it was unknown what jelly was used as lubricant.

Event description:
It was reported that the foley catheter balloon ruptured after two days of placement. It was stated that jelly was used as a lubricant. The customer requested to investigate whether there were any missing piece or any deterioration of the balloon material. Per follow-up information received from ibc on 13jun2022, stated that it was unknown what jelly was used as lubricant.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.